Event description:
It was reported that a spectrum iq infusion pump over-infused sedative during infusion. During a sedative administration the nurse noted the IV infusion completed 2 hours earlier then intended. Patient vital signs remained stable during and after infusion, no harm noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date - 11/2025 d4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.